Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
Pt experienced post-operative infection. The surgeon stated that there were several months between the initial surgery and the detection of the infection.